Event description:
It was reported the customer received a threshold suspend alarm. Customer inquired why the alarm was triggered when their blood glucose was above the suspend threshold limit. The customer's blood glucose was 178 mg/dl, her sensor glucose was 70 mg/dl. Customer also stated their suspend threshold limit was 60 mg/dl. The customer was advised to change out their sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)